Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 215 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.